Manufacturer narrative:
As reported, the balloon of a 6f¿12f mynx control venous vascular closure device (vcd) failed because it had a small hole and would not stay inflated when the device was being pulled back to the venotomy. The device was removed, and a new mynx control venous vcd was used to complete the procedure and achieve hemostasis. There was no reported patient injury. The mynx vascular closure device was used during an electrophysiology (ep) ablation procedure. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral vein, and there was no presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. The deployer was mynx certified and trained in the use of the device. Femoral vessel suitability was verified by venography, including an insertion angle of 30¿45 degrees, and the vessel diameter was verified to be greater than or equal to 5 mm. No damage was found on the device or packaging prior to opening, and the device was stored and prepared in accordance with the instructions for use (IFU). The customer stated they experienced three similar mynx control device failures during the week and reported that the balloon tested normally outside the body before insertion; during withdrawal, the balloon indicator was no longer visible, which led to inspection of the device revealing a small hole in the balloon. The device was not returned for analysis. The product history record (phr) review of lot f2528203 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-balloon loss of pressure¿ could not be observed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the balloon loss of pressure reported. However, access site vessel (although it was reported that there was no pvd or calcium within the vicinity) and/or concomitant device factors are likely since calcification/pvd at the access site and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the mynx control venous IFU, which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control venous vcd 6f-12f have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via imaging prior to using the mynx control venous vcd 6f-12f: common femoral vein single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review, nor the available information suggests that the reported event could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6f¿12f mynx control venous vascular closure device (vcd) failed because it had a small hole and would not stay inflated when the device was being pulled back to the venotomy. The device was removed, and a new mynx control vcd was used to complete the procedure and achieve hemostasis. There was no reported patient injury. The mynx vascular closure device was used during an ep ablation procedure. There was no prior pta, stent, or vascular graft in the common femoral vein, and there was no presence of peripheral vascular disease or calcium in the vicinity of the puncture site. The deployer was mynx certified and trained in the use of the device. Femoral vessel suitability was verified by venography, including an insertion angle of 30¿45 degrees, and the vessel diameter was verified to be greater than or equal to 5 mm. Vessel tortuosity and the presence of peripheral vascular disease or calcium at the puncture site were unknown. No damage was found on the device or packaging prior to opening, and the device was stored and prepared in accordance with the instructions for use (IFU). The customer stated they experienced three similar mynx control device failures during the week and reported that the balloon tested normally outside the body before insertion; during withdrawal, the balloon indicator was no longer visible, which led to inspection of the device revealing a small hole in the balloon. The device will not be returned for evaluation.